Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 08 june 2024, the patient experienced issue with infusion set was fell off during use. The infusion set was in use for 2 days. No further information available.